Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh exposure and erosion, pain, dysuria, urgency, mixed incontinence, pelvic pain, and recurrent incontinence. A removal of the mesh and urethral injections were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.